Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse recalibrated both master tool manipulators (mtm) and then they passed gravity compensation tests and stopped falling down after letting them free, without control. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that, during a preventive maintenance activity, the z axis on the master tool manipulators¿ (mtm) gravity compensation had been insufficient and the mtms had been too loose when not under control. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer stated that insufficient gravity compensation resulted in unintended movement of mtm. When mtms were released by surgeon, they were falling down approximately 1-1.5 cm. In that situations instruments were also moving when surgeon¿s head was inside viewer. The customer did not report any particular issue or impact on procedure. There was no reported patient harm or injury.